Event description:
It was reported that the patient was implanted a revitan distal part, curved, uncemented, 18/200 on the left side on (B)(6) 2014 and the patient underwent revision surgery on (B)(6) 2017 due to breakage of the implant. Note: we opened three complaints for the same patient, see below: (B)(4) this complaint (case at hand) treats the revision due to implant fracture (cone fracture of a modular shaft) of the revitan distal (implanted (B)(6) 2014 - explanted (B)(6) 2017) the following two complaints were entered while reviewing the surgical reports of complaint (B)(4). (B)(4) treats the multiple fractures of the femur issue which occurred during the revision of the revitan distal (revision surgery on (B)(6) 2017). Cmp-0333142 treats the infection issue in which the the sulox head was revised (implanted (B)(6) 2014 - explanted (B)(6) 2014)

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: stem fracture (pin). The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) the revitan® stem was revised after approximately 3 years and 2 months in vivo. The indication for the revision surgery was given through a fracture of the connection pin. Review of received data - surgical notes surgical notes, dated (B)(6) 2014 and (B)(6) 2017, were received for investigation. They describe both revision surgeries, one for the head and the insert and the other for the entire prosthesis. The reports are translated from german to english. Only relevant information that might have an impact on the investigation is summarized as follows: surgical notes, dated (B)(6) 2014 there are persistent secretions of several fistulous openings in the area of the scar lateral to the left thigh giving the indication for revision surgery. The excision is performed through the old scar dorsolateral behind the trochanter. From the subcutaneous tissue putrid material drains. The gluteal muscles are pushed aside then bloody serous secretion drains which is not stained. Intraarticular, extensive synovial irritation conditions are present throughout the joint. There is a cavity on the lateral side of the femur from the resection to the depth of the cerclages. These are both removed easily. The tissue is inflammatory infiltrated and shows macroscopically an aspect that does not exclude at least an inflammation in the sense of a re-infection. Due to this situation it is decided to maintain the joint although it could be defined as a late infection that would make a new explantation necessary. The head is dislocated from the cup and is easily removed from the revitan stem. The revitan is carefully checked and shows no signs of loosening. Therefore it can be left in place. The insert is removed. The eska shell is carefully checked as well and shows no signs of loosening and is therefore left in place. A radical debridement of all soft tissue and extensive jet lavage is performed. Then a new polyethylene insert 32 mm, size 4 and 10° rim is implanted with the rim placed dorsocranial. The polyethylene insert finds a proper and firm seating in the shell. The length of the head is determined and a revision head of the company mathys type ceramys ø32 mm and length l with the appropriate sleeve is fixed. Then the reduction of the head into the cup is performed and the joint presents a veritable muscle tension with a proper implant position. An increased dislocation tendency cannot be reconstructed even with very exact analysis. Surgical notes, dated (B)(6) 2017 the indication for the revision surgery is a fracture of the revitan stem in the taper area between the proximal and distal stem part. After opening of the joint, bloody effusion drains with no putrid parts. Indications for chronical infection are not seen. Intraarticular there are inclusions of tissue necrosis, dark discolored due to metallosis, and dark discoloration of the synovia. In addition, polyethylene abrasion granuloma and a very mild chronic synovitis as well as the deposits of intraarticular scarring are found. An arthrolysis, a synovectomy, a removal of all polyethylene abrasion granulomas and necrosis and a radical debridement of the soft tissues are performed. The proximal fracture part is now removed. The insert is removed and shows macroscopically no damage and no signs of abrasion. The shell is checked and shows no signs of loosening and is left in place. The distal part cannot be removed from proximal. A window system is applied over the entire femur. It turns out that the distal part is fully bony integrated and is gradually freed as far as possible with a chisel system. Attempts to remove the distal part resulted in a fracture of the femur between the tip of the prosthesis and the adjacent knee prosthesis. Trying to remove the stuck revitan stem finally succeeded. Because of the femoral situation, a cement system must be used, but due to the unstable proximal femur (multiple fissures), the choice falls on the available replacement system type mml of the company ao implants. In the rest of the report the implantation of the chosen implants are described. - x-rays a total of 49 different x-rays were received for investigation. All were anonymized so that patient, doctor, hospital and also examination date were not available. It seems that the x-rays were taken before, during and after the time in vivo of the revitan® stem. Most of the x-rays are different views of the concerning hip or pelvis. For an x-ray overview only the ap view of the pelvis and a second view are used. The ap view x-rays of the concerning hip and x-rays that show the knee or the spine are not included in this report. Since no dates of the x-rays are available it is not possible to put them all in a chronological order to generate the x-ray follow up. Additionally, it is also not possible to match all the different views to each other which are taken at the same time. With regards to the above described information from the surgical notes and the folder in which the x-rays were received together, it was possible to put most of the xrays in an assumed chronological order. This allows differentiating 5 states of the hip: ¿ unknown modular revision stem ¿ left hip without hip implant ¿ revitan® stem with cerclages ¿ revitan® stem without cerclages ¿ femoral replacement for 6 x-rays the assumed chronological order among each other and if the axial x-rays are corresponding to the ap xray is still not clear. Staples can be observed on 6 x-rays and are therefore assumed to be post-operative x-rays. On the ap x-rays taken during the revitan® stem¿s time in vivo radiolucent lines can be observed along the prosthesis from the resection to the beginning of the diaphysis. When comparing all of these x-rays the radiolucent lines do not seem to change significantly. When comparing the bone situation on the medial side of the proximal part between the states unknown modular revision stem and revitan® stem with cerclages it can be observed that there is a gap between stem and bone. This could indicate the previous implant bed. It seems that the gap becomes smaller in the course over time. On the second view x-rays taken during the revitan® stem¿s time in vivo a gap is visible between the implant and the bone on the medial side of the proximal part. When comparing the x-rays the gap does not seem to change significantly. However this statement is limited due to the contrast of the x-rays. On the assumed last x-rays before the revision surgery, the proximal part of the revitan® stem is tipped medially. On the lateral side of the proximal part a gap is visible between bone and prosthesis due to its medial tipping. - product stickers product stickers were received from the surgery performed on (B)(6) 2014. This procedure was before the surgery, dated (B)(6) 2014, when the head and the insert were exchanged. Consequently, the product stickers of the head and the insert do not match with the markings on the received components. They show a sulox head ø32/m, 12/14 from zimmer (ref. No.: 17.32.06 / lot no.: 2742794) and a pe-insert type 2000, size 4 / 32 mm (art.-no.: 14 474 032 / lot no.: 1141403500). The ref. No. And lot no. Of the stem parts match with the markings on the received components. Devices analysis - visual examination the connection pin of the revitan® stem is fractured in the non-blasted area approximately 2 mm below the proximal end of the distal part. Both fracture surfaces are slightly polished in some areas along the edge and show a structure which points to a fatigue fracture starting from the lateral side. As far as visible, macroscopically, no defects that could have favored or triggered the fracture were found on the fracture surfaces. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan® stem. The connection pin shows a semi-circumferential stripe on the anterior side with a width up to 1.5 mm (fig. 8). Closer inspection of the stripe with the microscope (leica mz16 a, eq-ID wnt-03-rsr-540-151663) revealed a mixture of polishing, signs of fretting and corrosion, original machined surface, smeared metal and some possibly organic deposits. In some areas adjacent to the stripe joins the original machined surface followed by the blasted area. On the distal part of the revitan® stem bone attachments can be observed in the anchoring region mostly in the distal half on the stem. Removal damage in the form of scratches, nicks and cuts can also be recognized. The face surface of the stem body shows a newly formed ledge on the lateral side. While on the opposite side of this ledge a small nick can be observed on one of the two teeth. Both observations are most likely due to the contact with the connection pin after the fracture. The anchoring surface of the proximal stem part shows hardly any bone attachments and some damage due to the removal e.g. Scratches. On the medial side polished spots and lines in transvers direction are noticeable. The lateral tooth is slightly polished at the corner of its face. The head was attached to the proximal part of the revitan® stem when the components were received. It was possible to remove the ceramic part of the head. However, the sleeve is still attached to the proximal part. As the parts were firmly attached to each other the attempt to remove the sleeve from the stem was stopped to avoid coarser damage to the components. Some material transfer in from of dark lines and marks can be noticed on the articulation surface of the head and its taper. The pe insert shows damage from the revision surgery such as scratches, nicks and cuts could be observed. The articulation side of the pe insert exhibits fine scratches and the machining marks are not visible anymore. In the transition zone of the calotte and the hooded area there is a palpable, slight difference in height. Conclusion the revitan® stem was revised after approximately 3 years and 2 months in vivo. The indication for the revision surgery was given through a fracture of the connection pin. The fracture occurred due to fatigue in the non-blasted area just some millimeters below the proximal end of the distal stem part with the fracture origin located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surface. The connection pin shows a semi-circumferential stripe on the anterior side with surface changes revealing a mixture of polishing, signs of fretting and corrosion, original machined surface, smeared metal and some possibly organic deposits. It is unknown if these surface changes existed already before the start of the fracture and are associated with it or developed exclusively as concomitants. The newly formed ledge and nick seen inside of the distal stem body and face surface are most probably due to the contact with the other fracture part of the connection pin after the fracture. Bone attachments could be observed on the distal part of the revitan® stem but hardly any bone on the proximal part. In addition, the proximal part of the stem shows polished spots and lines which could probably point to loosening. It stays unknown if the polishing occurred before or after the fracture. On the ap x-rays radiolucent lines can be observed along the prosthesis from the resection to the beginning of the diaphysis. On the second view x-rays a gap is visible between the implant and the bone on the medial side of the proximal part. When comparing the x-rays the radiolucent lines and the gap do not seem to change significantly. Based on the observations made on the x-rays it could be assumed that there was no direct contact between the bone and the revitan® stem at least around the proximal part from the beginning of the stem¿s time in vivo. This could point to suboptimal proximal bone support. The revitan® stem was used in combination with a ceramic head from the manufacturer mathys and a pe insert and shell from the manufacturer orthodynamics (B)(4). This is considered off-label use because ¿zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. To determine which devices have been authorized for use in a proposed combination, please visit the zimmer website: www.productcompatibility.zimmer.com. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer, they do so in reliance on their own clinical judgment and should so inform their patients¿ [1]. According to the bmi scale the patient is classified as obese grade I (bmi 30 = 35) [2]. One of the risk factors mentioned in the ¿instruction leaflet for endoprostheses¿ is heavy patients, obesity (especially over 225 pounds (100 kg) [1]. Based on the above described findings, it can be concluded that the fracture was not triggered by a single factor. There were rather several factors that may have contributed to the fracture, e.g., the obesity of the patient, possible loosening of the proximal part, suboptimal proximal bone support, the surface changes on the connection pin and the off-label use. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fracture of the stem and whether there were other influencing factors not mentioned above. Based on the retrieval investigation and the reason for the fracture stays unknown. However, the received information indicate that the revitan stem was combined with competitor products which is considered off-label use. References [1] instruction leaflet for endoprostheses, art. No. D011 500 200 - e/d/f/I/sp/sw - ed. 10/13 [2] wikipedia ¿body-mass-index¿ visited on october 16, 2017, https://en.wikipedia.org/wiki/body_mass_index corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
X-rays and surgical report were received and will be reviewed as part of ongoing investigation. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem a size 2) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted a revitan distal part, curved, uncemented, 18/200 on the left side on (B)(6) 2014 and the patient underwent revision surgery on (B)(6) 2017 due to breakage of the implant. It was also reported that in this was an off-label use and this surgery was extended for 90 minutes.